Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. The customer's address is unknown:  (B)(6), USA has been used as a default.  (B)(4). Investigation summary: customer reported the tubing disconnects, and then returned the affected sample. The sample was clearly separated at the inlet of the third smart site and the complaint is verified. The provided label verified the reported material and lot numbers. No other failure modes were observed. A device history record review for model 2426-0500, lot number 20043422 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 22apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under the microscope determined the root cause to be shallow insertion depth. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem 20dp 0.2mf low sorb dehp free tex experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500, batch/lot #: 20043422. It was reported that the tubing disconnects.